Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. (This report covers 2 of 2 MDR submissions.).

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced an allergic reaction with "small pimples" at the insertion site and was provided unspecified treatment. There was no report of death or permanent impairment associated with this event.